Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and an mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to stress urinary incontinence, pelvic organ prolapse, and bnh. (B)(6).

Manufacturer narrative:
Date sent to FDA: (08/15/2016). It has been reported that following insertion the patient experienced urinary frequency, some lower mid pelvic discomfort and recurrent urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, some lower mid pelvic discomfort and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.